Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. It was reported that the event occurred during ear surgery. The reporter indicated that the event occurred in the month of (B)(6) 2014; however, the exact date was unknown. There was a spare motor device available for use. There was about a five minute delay to the surgical procedure to set-up the spare device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was ¿overheating¿. It was not reported that the malfunction occurred during surgery. It was unknown if there were any delays in the surgical procedure or if a spare device was available. It was not reported that there was patient or user injury. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.